Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was not articulating correctly, and after removing the instrument, it was found to have a crack in a portion of the yellow part. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.